Event description:
Pt presented with poor vision and pain in right eye. Anterior chamber intraocular lens, placed in 1990, was subluxed with resulting uveitis. Surgery was performed to remove the lens and thus preventing the progression of uveitis.